Event description:
It was reported that a novum iq large volume pump was not infusing in the cardiovascular stepdown (cvsd) unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, basic testing was provided by the site. The device underwent downstream (distal) occlusion sensor testing, upstream occlusion sensor testing and flow rate accuracy testing and functioned according to product specifications. Additionally, without an actual device sample, no further testing could be performed. An event history log review was unable to be completed due to no infusion parameters being provided; therefore, the reported infusion cannot be confirmed in the logs. A device history review revealed no issues that could have caused or contributed to the reported issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.